Event description:
Pt was delirious. Vest was not secured as per MFR's recommended instructions. Pt got out of bed with vest still on. Vest slid up to neck because it was not secured tightly. Pt was a "do not resuscitate".